Event description:
Guidant received information that this recalled cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced after 30 months of implant duration. The device had reached a battery status of elective replacement indicated (eri). Dissatisfaction with respect to battery longevity was expressed. The patient elected to keep the device. New information received indicates that the patient has since retained legal counsel and filed a lawsuit. There were no specific allegations within the legal claim.

Manufacturer narrative:
Because the device is unavailable for laboratory evaluation, battery testing cannot be performed. Event details will be updated should more information become available. On june 17, 2005, guidant (now boston scientific) issued a physician communication regarding deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in august, 2004. This device was manufactured before august, 2004 and is included in this population. We do not have sufficient information to determine that this device behaved in the manner described in the advisory. Approximately five years later, the device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Event description guidant received information that this recalled cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced after 30 months of implant duration. The device had reached a battery status of elective replacement indicated (eri). Dissatisfaction with respect to battery longevity was expressed. The patient elected to keep the device.